Event description:
A report was received that a patient had undergone a revision procedure. The ipg was in an uncomfortable position in the pocket. During the revision procedure, the physician determined that the ipg had flipped in the pocket and was in hibernation. Therefore, he elected to replace the ipg. The patient's pocket looked red, so the physician took a culture to check for infection. The patient was reportedly doing well following the revision procedure.